Event description:
Caller reported a malfunction alarm on the pump. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and to call back if the malfunction alarm reappears.